Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump were unresponsive. Customer's blood glucose was 94 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.